Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported an intermittent blank display on her insulin pump. She stated that the display did return after she inserted a new battery. The customer also reported a failed battery test on her insulin pump. Troubleshooting was able to resolve the failed battery test alarm. Customer's blood glucose was 200 mg/dl. No additional information provided.